Event description:
Medics responded to a person described as in cardiac arrest with bystander cardio pulmonary resuscitation in progress. The patient was connected to the device with disposable defibrillation/electro cardigram electrodes. According to the reporter, the device would not transfer energy to the patient. The device's hard paddles were subsequently used to resuscitate the patient.